Event description:
It was reported that during a percutaneous coronary intervention procedure a stent damage occurred. The target lesion was located in a calcified unspecified vessel. A 2.50 x 38mm promus element¿ plus stent delivery system was selected to treat the target lesion. The complaint device was advanced to the lesion but was unable to cross. Upon removal of the device, the stent came in contact with the calcification and the stent got stretched. No patient complications were reported and patients' condition was good.

Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention procedure a stent damage occurred. The target lesion was located in a calcified unspecified vessel. A 2.50 x 38mm promus element plus stent delivery system was selected to treat the target lesion. The complaint device was advanced to the lesion but was unable to cross. Upon removal of the device, the stent came in contact with the calcification and the stent got stretched. No patient complications were reported and patients' condition was good.

Manufacturer narrative:
Device evaluated by MFR.: a visual and microscopic examination of the device noted stent damage. Struts at the distal edge were stretched and misaligned. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. No kinks or damage were noticed along the shaft of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).